Event description:
A female underwent initial aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. The patient had an extremely tortuous neck. Over time the device shifted and although no endoleak was present the physician decided to place a main body extension graft as a cautionary measure.

Manufacturer narrative:
Evaluation: still under investigation.